Event description:
In operating room 12-17-92 at 1005, heart was being cooled; cardioplegic manomonitor cracked. Another was obtained and used without problem. There was no patient injurydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.